Manufacturer narrative:
The customer reported that the central nurse's station (cns) stopped monitoring patients. The customer didn't know exactly what's going on, they did say that they noticed "connection lost". According to the customer, this occurred 3 times on (B)(6) 2021. Each time this occurred, it happened on a different patient. Technical service (ts) requested the cns log files. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: bsm-6000's & bsm-1700's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) stopped monitoring patients. The customer didn't know exactly what's going on, they did say that they noticed "connection lost". There was no patient injury reported.